Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. During a idvt case, a pericardial effusion was noticed. The patient¿s blood pressure started to dip a little while mapping the lv. The pericardial effusion was then confirmed by intracardiac echocardiagraphy (ice). Medical intervention provided by the physician was insertion of a drainage tube then they continued mapping the lv. The physician decided to go back and map the epicardium, so they took the drainage tube out to insert the decanav catheter again. After they continued to map, the physician noticed the patient¿s blood pressure started dipping again so they tried to reinsert the drainage tube. The patient¿s blood pressure continued to dip so they brought in a cell saver machine but the amount of fluid draining wasn¿t subsiding so they decided to call the CT surgery team. The CT surgery team took over in the hybrid room and opened the patient to search for the perforation that they thought was in the lv. The CT surgery team found that the perforation was in the rv from a pigtail catheter. They believe that the drainage tube may have accidently been reinserted into the rv when the physician went to reinsert it. The patient was reported to be in stable condition when they left the lab. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: physician¿s opinion is that he may inadvertently inserted pigtail drainage catheter into right ventricle. Intervention provided: pericardiocentesis and later, CT surgery intervention. Patient has recovered from event in lab. Patient is currently still in hospital for further monitoring and is in stable condition. A transseptal puncture was not performed. Prior to noting the CT ablation was not performed, therefore no steam pop. The event occurred during mapping phase. Since the event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).